Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that he had high blood glucose level of 27 mmol/l this morning. The customer reported that in the middle of the night, the customer's blood glucose level was 22 mmol/l. The customer reported that the quick release did not lock in to place even though he had locked. The customer reported that he could feel smell insulin at the quick release. Troubleshooting was not performed. The insulin pump will not return for analysis. Additional device related incident: infusion set (307988728).